Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient thought they may have twisted their lead a little on accident but all was still working fine. On (B)(6) 2017 the patient reported that they were seeing their healthcare provider the day of the report. The patient also mentioned their frequency had increased in the last 2 days. The patient was advised to increase stimulation due to now feeling stimulation. It was noted that the trial started (B)(6) 2017. No further complications were reported.